Event description:
Dlr states sieve beds saturated. Per independent repair center statement, the unit is alarming or has a red light, contaminated pilot valve, on/off switch has a short circuit with no alarm, contaminated 4-way valve, and dirty muffler.